Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: battery failed" error message. There was no patient involvement when the issue occurred. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that a "check vent: battery failed" (diagnostic code 1124) confirmed at the repair center. The se also verified that the diagnostic code was recorded in the event log. The se noted that the lithium-ion battery needed to be replaced. A follow up was performed with the key market (km), and the responder reported that the customer declined service and repair. No further actions were performed by philips regarding the event, and the device was expected to return to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer reported that the v60 ventilator displayed a "check vent: battery failed" error message. The issue was confirmed twice, during two different evaluations of the device. The initial confirmation of the issue was confirmed during the first evaluation of the device, at the repair center. The customer declined to have the device serviced. A second evaluation was performed, and the issue was replicated. A follow up was performed with the key market (km), and the responder reported that the customer initially declined service and repair. However, a second evaluation of the device was performed, and the se reported that the issue was still present. The se recommended that the battery be replaced; the customer declined to have the battery replaced a second time, and the device failed the functional test. The device was returned to the customer unrepaired. The cause of the malfunction could not be determined. The se recommended that the battery be replaced; however, the customer declined to have the device serviced. As a result, a conclusion could not be provided.